Manufacturer narrative:
(B)(4). Upon further evaluation, the physician noted a type 2 endoleak which is not a device failure.

Event description:
The physician noted a type 2 endoleak which is not a device failure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with an afx device to treat an aneurysm on (B)(6) 2017. Recently during a routine follow up the CT scan presented a type ii endoleak with sac expansion was noted. The physician plans to schedule an angiogram in one month. As of the date of this report, there have been no additional patient information provided. No additional sequelae reported and the patient will be monitored.